Event description:
The customer reported to olympus that the duodenovideoscope exhibited reduced angulation and a leak at the channel. These issues were observed during a routine inspection. There was no report of patient harm or user injury associated with this event. Inspection of the returned device revealed dirt on the forceps elevator and the inside of the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The subject device was returned and evaluated. The reported problems were confirmed. A leak was found at the distal end, and the angulation was low. The following were also noted. The channel was buckled and deformed, there was a gap in the adhesive rubber, there was some slack on the bending cover, biofilm (organic remains) was found on the bending section, and finally, kinks and various scratches were found throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion

Event description:
Additional information received from the customer reported the device was inspected for abnormalities prior to use and the instructions for use (IFU) was followed when reprocessing the device; however, the foreign material was found due to incorrect/incomplete reprocessing prior to returning the device for inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material around the forceps elevator and device could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviations from the IFU due to incorrect/incomplete reprocessing prior to sending the device for inspection; however, a definitive root cause of the foreign material on the device could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU which states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.